Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended, although, no opening issues were noted during evaluation, a corrective action has been initiated.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the device's jaws didn't open after the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.